Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). On (B)(6) 2022, it was reported that the patient's infusion set's tubing detached at the quick release while sleeping but the patient became aware of it when she woke in the early hours of yesterday morning. The site location was the patient's stomach, and the pump was located on waistband/pajamas or left on side of bed at night. The infusion set had been used for two days. Further, the infusion sets were stored in the kitchen but not near high heat/humidity. She was unsure if set was pulled/tugged because she was sleeping, and the pump did not appear to have fallen when this happened. No further information available.